Event description:
It was reported that prior to the start of a da vinci-assisted sacrocolpopexy surgical procedure, the sheath near the tip of the 8mm monopolar curved scissors (mcs) instrument had a damaged outer covering. The procedure outcome was unknown with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The insulation was chipped and the cable was intact. There was no sign of thermal damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and exhibits scratch marks/abrasions on the orange plastic section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 0.087¿ x 0.037¿. There was material missing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.